Event description:
Heartmate 3 lvad presents with melena and symptomatic anemia with hemoglobin 6.0 and inr 3.1 on coumadin and aspirin 81 mg daily. Three units of blood were transfused over the hospitalization. Endoscopic evaluation included push enteroscopy and colonoscopy which failed to reveal bleeding source, but did identify a single avm with no bleeding in the proximal jejunum which was treated with argon plasma cautery, two colonic polyps which were removed, and diverticulosis. Heparin to coumadin bridge was completed safely prior to discharge. Aspirin 81 mg was continued at discharge.